Event description:
A report was received that during a reprogramming session, the bsn rep determined that the paddle lead showed 1 contact with high impedances and two additional contacts showing intermittent low impedances. The bsn rep determined this can be cause by a proximal end lead fracture. The physician recommended a paddle lead revision.